Event description:
It was reported that the patient underwent a right total knee replacement on (B)(6) 2024. In late (B)(6), the patient allegedly developed increasing pain and functional impairment. The patient was revised on (B)(6) 2025 due to the alleged "failure of the polyethylene liner, which permitted abnormal movement and misalignment of the femoral and tibial components".